Event description:
The customer provided an export of work orders that included alleged spacelabs healthcare product malfunctions. The export included the following event details: 2g tele monitor in nurses station keep freezing. The biomed reported they resolved the issue by performing a software reboot. The customer was unable to provide additional information about this event.